Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) during an unknown cycle of peritoneal dialysis therapy. It was not reported if the patient was connected at the time of the alarm. It was not reported if the technical service representative was able to troubleshoot the setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. A batch review was completed and did not identify any manufacturing related issues relevant to this complaint. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.